Manufacturer narrative:
Other relevant device(s) are: product ID: sw kit 9735740 stealth s8 spine, serial/lot : n/a. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the site was having issues transferring exams from the imaging system to the navigation system. The manufacturer representative did not attempt to transfer the exams after the initial failed attempt. The representative suspects that the error is likely due to the wrong navigation system being selected on the imaging system or due to a bad ethernet cord. There was no patient harm and the procedure was not delayed over an hour.